Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
A pt underwent post-hernia abcess drainage procedure on (B)(6) 2014. A multipurpose drain was being deployed. While trying to gain access, the tip of the 14 fr dilator broke off inside of the pt. They are monitoring the pt but at this time have not retrieved the fragment. The pt will likely require add'l procedure to remove the section of the 14 fr dilator due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.